Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that a patient had a post-op infection. The implant procedure was performed on (B)(6) 2019, after two (2) or three (3) months, it was noted that the patient had an intramedullary infection. The patient will be schedule for a surgery to remove the device, at this time the date for remedial surgery is unknown. The patient was admitted to the hospital and was reported as stable. Concomitant devices reported: screws: nail distal locking (part number unknown, lot unknown, quantity 1), 9mm ti cannulated tibial nail-ex/300mm-sterile (part number 04.004.340s, lot 2l43645, quantity 1). This report involves one (1) screws: locking. This is report 3 of 3 for (B)(4).